Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the operating room (or) staff contacted technical support because the system displayed error 319 on universal surgical manipulator (usm) 2. The site had rebooted the system before calling with no change. The troubleshooting performed first by technical support was instructing the site to perform a hard reboot, which also did not resolve the error, and it was noted that the surgeon required use of all four arms. The procedure converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically, and it is unknown if the surgeon disabled or discontinued the use of the arms due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.